Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, the patient experienced vision loss which was ongoing, poor vision across room, cloudiness, blurry vision and white out on all digital screens, glare which was day and night and headaches. Due to the reported symptoms, the lens was explanted approximately a year after iol implantation. The physician states that the patient was intolerant to the suspect product. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. Information was provided that the lens was discarded from the facility. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Per the instruction for use (IFU), the lens mitigates the effects of presbyopia by providing improved intermediate and near visual acuity, while maintaining comparable distance visual acuity with a reduced need for eyeglasses, compared to a monofocal iol. Information was provided from the customer was the explanting surgeon's impression was company suspect lens intolerance. The file indicated that the 18.0 diopter lens was removed and replaced with a non-alcon lens (18.0 diopter). This information may suggest that the replacement lens was a better selection for the patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).